Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up visit this right ventricular (rv) lead had exhibited low out of range pacing impedances along with episodes of oversensed noise which caused a signal artifact monitor (sam) episode to be recorded on the associated device. During the follow up, out of range measurements were not observed during the follow up visit; however; per physician discretion, therapy was decided to be disabled, and the patient was sent home with a life vest. It was suspected that the cause for the oversensing was a lead fracture as noise was reproducible with patient maneuvers. Approximately a week later, a procedure was performed to replace the rv lead and the associated device. This rv lead was surgically abandoned. Other than the intervention no additional adverse patient effects were reported.